Event description:
It was reported that the implantable pulse generator (ipg) began to die out very quickly after charging and patient had to frequently charge the device. The patient underwent ipg replacement procedure and was doing well postoperatively. The explanted device was disposed by the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.